Event description:
Black foreign matter was found inside of the sterile pouch of a fire star balloon catheter, during an incoming visual check process. The foreign matter looks like eyelash. The outer pouch box and sterilized pouch were intact, and the seals of the pouch were not opened. The actual product had no damage. There were no anomalies except for the foreign matter. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.